Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
During removal of the trumatch spikes from the 4n1 block, one of the spikes broke off.

Manufacturer narrative:
Examination of the submitted device confirmed one of the two spikes was fractured at the base of the spike. The other spike is plastically deformed, with the tip of the spike deformed outward and slightly posteriorly. The spike fractured due to high-stress low-cycle fatigue, likely due to a bending load applied while extracting the guide from the 4-in-1 cutting block. No evidence of material or manufacturing defects were observed. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.